Event description:
It was reported the patient heard alert tones from the device. The device had a charge time of greater than 30 seconds and charge circuit disabled. The device was explanted and replaced. It was later returned with a report of sudden battery depletion. The device was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. The event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B) (4) preliminary analysis found the device only charged to half of its programmed amplitude. Further analysis determined the cause to be excessive leakage at an output transistor on an integrated circuit. The leakage was enough to cause a charge timeout during charges of 5 joules or greater.